Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the analog interface (ai) printed circuit board (pcb), which resolved the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator generated an error message, and became inoperable. There was no patient involvement.